Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated at the service center. The complaint was not confirmed. Per the service manual operational and diagnostic analysis could not reproduce the high pressure issue experienced by the customer. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. Since the issue experienced by the customer could not be reproduced, no root cause is available for the reported high pressure failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's fms duo pump pressure was high. The sales rep stated that the pump's pressure kept running on lavage even though the button was not being pressed. The case was completed with this pump by manually dropping the pressure. There was no patient harm or delay. The sales rep was not present and could not provide any additional information. The device is being returned.